Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-19067). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during follow-up, device could not be interrogated. Patient was asymptomatic. Two programmers were attempted to interrogate device but was unsuccessful. It was noted that the patient underwent an MRI unrelated to device, two weeks prior. Device was explanted and replaced. There were no patient complications from procedure.